Event description:
Event description guidant received information that this device was prophylactically explanted in response to a recent safety communication that was issued on may 12, 2006 for this device model.